Event description:
A dns (director of nurse services) reported that a nurse was instructing a newly diagnosed pt how to use their precision xtra meter and testing kit. The pt had not pushed the lancet all the way into the lancing device. After the device was "fired", the end of the lancet remained outside of the lancing device cap. The nurse then picked up the lancet device after it was used and was subsequently pricked. The user of the lancing device was positive and the health care professional required prophylactic treatment.

Manufacturer narrative:
The pt discarded the device, therefore the device will not be returned to the manufacturer for investigation. The labeling for use of the easytouch lancing device in scotland, clearly states that the device is a single person use device and is suitable for self-use only and is not suitable for use by healthcare or care workers.